Event description:
A medtronic representative reported that while in a deep brain stimulation (dbs) procedure, two patient scans were re-numbered. Four spins were taken of the patient; afterward, the nomenclature of the third and fourth spins was switched; spin 3 was labeled CT-4 and spin 4 labeled CT-3. The surgeon was aware of this change and proceeded to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The initial event report was received on (B)(6) 2013 and found to be a non-reportable malfunction based on the information available. On (B)(6) 2013, new information was received from a clinical expert who reported that the incident had the potential to cause an adverse event to a patient, and the decision was changed to a reportable malfunction. A medtronic representative, following-up at the site, simulated dicom transfer of all four o-arm exams to framelink in sequence and was able to replicate the issue. Numbering of exams does not appear to be sequential, or persistent, after a new exam is received. The software investigation confirmed the reported event and this issue was documented in a medtronic software anomaly tracking database.